Manufacturer narrative:
A REVIEW OF THE COMPLAINT HISTORY FOR SN: (B)(6) WAS PERFORMED IN SALESFORCE WHICH DID NOT LOCATE SIMILAR COMPLAINT(S) WITH THE SAME FAILURE MODE FOR THIS SERIAL NUMBER. A REVIEW OF THE DEVICE HISTORY RECORD FOR SN: (B)(6) WAS PERFORMED FROM THE DATE OF MANUFACTURE, 14-MAR-2017 AND CONFIRMED THAT THIS DEVICE WAS NOT PREVIOUSLY RETURNED FOR SERVICING AND THERE WERE NO PRODUCTION FAILURES WHICH CORRELATES TO THE CUSTOMER REPORTED ISSUE. UPON INVESTIGATION OF THE ACTUAL DEVICE USED IN THIS INCIDENT, IT WAS DETERMINED THAT THE MATRIX DRAWER HAD FAILED. A FIELD SERVICE ENGINEER (FSE) FOUND THAT THE SOLENOID LINK ARM ON MATRIX DRAWER 1 WAS BROKEN. THE FSE REPLACED THE SOLENOID LINK ARM AND TESTED THE DRAWER USING THE HARDWARE TEST APPLICATION. CUSTOMER RECOVERED THE FAILED STORAGE SPACE. THE SYSTEM FUNCTIONED AS INTENDED AFTER THE FIELD SERVICE ENGINEER REPAIRED THE DEVICE.

Event description:
IT WAS REPORTED THAT WHEN USING THE BD PYXIS¿ MEDSTATION¿ ES MATRIX DRAWER HAD FAILED. THE CUSTOMER REPORTED THAT THERE WAS A DELAY IN PATIENT CARE. THERE WERE NO ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES matrix drawer had failed.The customer reported that there was a delay in patient care.As per part investigation, it was determined that the reported Matrix drawer failure was caused by a broken plunger assembly (Assy Plunger), resulting in improper drawer operation and the need for component replacement.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional Information: Section H Manufacturer Narrative, Section B Describe Event or Problem, Section D Device Available for Eval and Returned to Manufacturer onPART ANALYSIS:The BD Field Service Engineer (FSE) confirmed the issue indicating that a new part is needed for the Matrix drawer of the Pyxis MedStation ES system.According to Work Order (WO) (b)(4), the BD Field Service Engineer (FSE) found that the solenoid link arm on matrix drawer 1 was broken. The FSE replaced the solenoid link arm. After the repair, the FSE tested the drawer using the hardware test application and asked the customer to recover the failed storage space.The external inspection confirmed the damage to the received Assy Plunger component; it was broken.Laboratory testing was not considered necessary because the issue was confirmed during the external inspection performed.The device was in use for treatment purposes as intended per 21 CFR 820.198(d).ROOT CAUSE:The root cause for requiring a new part for the Matrix drawer is that the received Assy Plunger component is broken.